Event description:
Initial calcium result reported as 11.9 mg/dl, sample was repeated and recovered as 10.6 mg/dl. Incorrect result was not used in patient treatment. Field service representative replaced the optic shutter. Performed assay performance testing and completed instrument check list. Performance tests and quality control material recovered within stated ranges.